Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure with normal surgical techniques being utilized, an impactor head broke. All pieces were recovered. There was no harm to patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial impactor pad shows nicks and gouges on multiple sides of the device. Additionally, one of the two prongs has fractured at its base. All pieces were returned. Dimensional analysis shows that both the length and width of the device are conforming to specification. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.